Event description:
It was reported that a guidewire break occurred. During an angiogram procedure, the target branch had two sharp turns and was accessed with a non- bsc microcatheter. Initial attempts using a fathom-14 guidewire were unsuccessful as it could not be advanced; therefore, a fathom-16 guidewire was used. The fathom-16 was reshaped twice, and resistance was felt during manipulation within the microcatheter. While withdrawing the fathom-16 guidewire to attempt an alternative guidewire, the tip detached and remained inside the microcatheter. The microcatheter system was subsequently removed with the guidewire tip retained within it. Then this second fathom-16 guidewire was used, and minor curves were placed in the wire; however, it also exhibited resistance after several minutes. Upon removal, a deformity and what appeared to be a breakage were observed in the same region as the previous wire issue. The procedure continued using a fathom-14 wire, and no further complications occurred. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device.

Event description:
It was reported that a guidewire break occurred. During an angiogram procedure, the target branch had two sharp turns and was accessed with a non- bsc microcatheter. Initial attempts using a fathom-14 guidewire were unsuccessful as it could not be advanced; therefore, a fathom-16 guidewire was used. The fathom-16 was reshaped twice, and resistance was felt during manipulation within the microcatheter. While withdrawing the fathom-16 guidewire to attempt an alternative guidewire, the tip detached and remained inside the microcatheter. The microcatheter system was subsequently removed with the guidewire tip retained within it. Then this second fathom-16 guidewire was used, and minor curves were placed in the wire; however, it also exhibited resistance after several minutes. Upon removal, a deformity and what appeared to be a breakage were observed in the same region as the previous wire issue. The procedure continued using a fathom-14 wire, and no further complications occurred. There were no patient complications as a result of this event.